Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Instrument performance testing was acceptable.

Manufacturer narrative:
The pinch valve tubing was replaced and a probe adjustment was checked. Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for two samples from the same patient tested with the elecsys tsh assay on a cobas e 411 immunoassay analyzer. No incorrect results were reported outside of the laboratory. The first sample initially resulted in a tsh value of 0.022 uiu/ml and repeated as 3.94 uiu/ml. The second sample initially resulted in a tsh value of 0.022 uiu/ml on (B)(6) 2021 and repeated as 7.58 uiu/ml on (B)(6) 2021. The tsh reagent lot number and expiration date were requested, but not provided.